Manufacturer narrative:
D4: unique identifier (UDI) #: as the lot # was not provided, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an unspecified quantity of continu-flo solution sets did not connect to a catheter. The reporter stated that the "luer lock that connects the IV tubing to the catheter gets locked in place. The blue cap should come off and then the luer lock gets pulled forward to connect to the catheter. [They] have had multiple occurrences of this not happening". As a result, nurses were required to hold pressure on the catheter while another nurse primed a replacement set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.